Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: transseptal needle product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the procedure, the patient had become agitated and was observed lifting their left arm and appearing slightly restless. A member of the cath laboratory team approached to provide support and reassurance. Shortly thereafter, the patient became unresponsive.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9508537 was returned and analyzed. Visual inspection showed the loop, pebax tubing, shaft, introducer, lemo connector, and electrodes were intact with no apparent issues or damage. No kink or any other damage was observed on the shaft, and all electrodes were present on the loop. The functional test was performed using a multimeter and the mapping catheter was connected to a test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the clinical issues of cardiac tamponade, effusion, hypotension, and a laceration occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The mapping catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 12fcc13, product type: sheath; product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after right lower side pulmonary vein isolation during a cardiac ablation procedure, the patient became agitated and then unresponsive, with difficulty obtaining a blood pressure reading. Cardiac tamponade and pericardial effusion occurred, requiring emergency pericardiocentesis to drain fluid and surgical intervention to repair a laceration on the lower right side. The procedure was aborted. The patient¿s hospitalization was extended due to the event. The patient was alive and stable after surgery, with injury.